Event description:
Caller reported multiple intermittent occlusion alarms. The customer's blood glucose (bg) level was displayed as 300-high; however, a specific value was not provided. Reportedly, customer delivered correction injection via manual insulin therapy to address the elevated bg. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Despite experiencing frequent occlusion issues, the customer took the same actions each time to address the problem.